Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38x3.50 promus premier drug eluting stent was advanced to treat the lesion. However, the failed to cross the lesion and the proximal edge of the stent was found to be flared. The procedure was completed with a 3.5x38 non-bsc stent. No patient complications were reported and the patient's status was good.